Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, device re-implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Patient reported "hard". Healthcare professional additionally reported hematoma and "slight tear in the pectoralis major muscle". The device was re-implanted.